Event description:
The following has been reported: "keypad faulty. Remarks: some keys are not working" reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. The device was not returned to brézins for investigation as it repairs were carried out locally. On received video, we can found that some keys on the device is not responding. Unfortunately after several requests, no device/no log, and no replaced part was returned to brézins for investigation. Thus, we are unable to perform an investigation and identify or confirm a cause at the origin of the reported event. The reported event is confirmed by the video but the root cause remains unknown. A CAPA was opened for defective keyboard but as this event root cause is unknown it cannot be directly linked to it. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.